Manufacturer narrative:
The customer's calibration and qc data were acceptable. Based on the available information, a general reagent and instrument issue can be excluded. The investigation reviewed the system's alarm trace and noticed abnormal aspiration alarms on the date of the event. The customer's pre-analytical information included centrifuging the sample for 5 minutes at 4500 rpm. The sample centrifugation time was insufficient according to the tube manufacturer's recommendations. The investigation determined the event was consistent with a preanalytical sample handling issue. The investigation did not identify a product problem.

Manufacturer narrative:
The field service engineer performed a system inspection. He performed precision testing with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable alp2 alp ifcc gen.2 results for one patient tested on a cobas 8000 c 502 module. The customer's confirmed the alp qc prior to patient testing was acceptable. The patient's initial alp result was reported outside the laboratory. The patient's initial alp result failed a delta check, and the customer performed repeat testing with the same sample on a different analyzer for confirmation. At 6:16 a.m., the patient's initial alp result was 132 u/l. At 7:15 a.m., the patient's repeat alp result on a different analyzer was 74 u/l. The customer determined the repeat result was correct. The alp reagent lot number was 50147601 with an expiration date of 31-may-2021.